Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to clinic for follow-up, an episode of af secondary to sinus arrhythmia was observed. Programming changes were recommended. Patient was stable.

Event description:
New information received notes that the recommended programming changes were not performed.